Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred, and procedure was cancelled. The target lesion was located in the artificial arteriovenous fistula stenosis. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon had burst. The procedure was cancelled due to this event. No complications reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred, and procedure was cancelled. The target lesion was located in the artificial arteriovenous fistula stenosis. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon had burst. The procedure was cancelled due to this event. No complications reported, and patient status was stable. It was further reported that the target lesion was 85% stenosed, moderately tortuous, and moderately calcified. Moreover, the balloon ruptured during the second inflation within 10 seconds.

Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.